Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had not worn insulin pump in one year due to no delivery alarm. Customer was needing to reconnect to insulin pump due to pregnancy. Customer installed a battery and received an unexpected restart error alarm. Customer also reported that pump was stuck in rewind loop due to not having a reservoir. Tubing clamp was received and high pressure test was performed. Insulin pump failed high pressure test as insulin pump did not alarm for no delivery. Insulin pump would be replaced.